Manufacturer narrative:
There were no circumstances provided on how the equipment was damaged. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to citadel plus instructions for use (IFU, 831.374 rev. B): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged and therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to side rail detachment.

Event description:
The customer reported that unit needs service. It was found during device evaluation that the right hand safety side rail fully detached from the bed's frame- all screws were torn off. No injury or patient involvement.